Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿desquamative erythematous lesion," ¿erythematous lesion/inflammatory reaction with presence of painful nodules," hypersensitivity reaction, skin lesions, and ischemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "contra-indications: ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ haematomas. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported after injection in the nasolabial grooves with 0.6 ml of juvéderm® volift¿ with lidocaine, the patient developed a ¿desquamative erythematous lesion¿ in the left nasolabial fold 7 days post injection. Event was described as an ¿erythematous lesion/inflammatory reaction with presence of painful nodules.¿ healthcare professional reported probable cause of event as hypersensitivity reaction to the components." Healthcare professional provided prophylactic management with an antibiotic (avelox), anti-inflammatory, and hyaluronidase. The patient has not worsened, but has not had a ¿complete improvement of the lesion.¿ less than 150 units of hyaluronidase was used; patient persisted with skin lesions. Healthcare professional thinks they may have underdosed the hyaluronidase and the event may be related to ischemia associated with the application of the filler.